Manufacturer narrative:
Continuation of d10: product ID: ID-1-5 (lot#: b768769), implant date: n/a, explant date: n/a, product ID: ID-1-5 (lot#: b766807), implant date: n/a, explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received, a report. That a axium coil failed to detach. The reported device and accessory devices were prepared as indicated, in the instruction for use (IFU). The patient was being treated for a ruptured, a-com sah aneurysm with a saccular morphology. Size of aneurysm: maximum diameter 4 mm and neck diameter 2 mm. The patient¿s blood flow was normal and vessel tortuosity was moderate. The detacher was used to try to remove the device, but it could not be cut off. The break indicator was broken, so we tried to remove it, but it did not stop. The device was collected and switched to a different product. The procedure was continued. And the procedure was completed successfully. The physician attempt to detach the coil twice with the instant detacher. The physician tried to detach with another instant detacher (1x). There was a manual attempt at detachment via hypotube. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues prior to the non-detachment. There was no damage observed to the pushwire, and the cause of the event was not determined.